Event description:
Radiologist used a 7f terumo introducer with a 10 x 4 opti-plast pta catheter. They could not retrieve catheter post inflation and the catheter broke at the y. The balloon was stuck inside the introducer upon removal. The catheter and the introducer were removed as one unit.